Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that the hcu30 device had a water leak underneath the unit. No pt involvement was reported. Reference: (B)(4).